Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when performing pleural drainage for a pneumothorax in a patient, it was impossible to remove the trocar used to place the drain. Indeed, the diameter of the drain is larger at the distal end, which made it impossible to remove the trocar. Consequences were listed as endangerment of the patient, unstable state and hypoxemic patient.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was not confirmed; there were no defects noted.

Manufacturer narrative:
Updated section b5: describe event or problem. Updated section h6: evaluation codes - health effect - clinical code and impact code.

Event description:
Per additional information received on 31mar2023, the customer stated that the patient had cardiac arrest followed by a pneumothorax. As a result of the pneumothorax, the doctor placed a reusable metal trocar from another manufacturer. The cardinal health thoracic catheter was then placed into the reusable metal trocar; however, it remained stuck and would not release from the cardinal health thoracic catheter. As a result, the doctor had to remove and replace the cardinal health thoracic catheter along with a larger diameter reusable metal trocar, from another manufacturer. There was no patient injury to date.